Event description:
The following has been reported: fresenius kabi rep states that a pump for sales demos won't provision, keep getting connectivity error. Pump only used for sales demos so no patient harm. Fk rep states the pump could be provisioned without any issues. A review of the logs shows that there was a software anomaly (resistor coupling timeout). Further investigation reveals that this is a software anomaly related to the inability to couple resistor knob leading to incorrect alarm annunciation that causes delay of therapy. Failure to couple with the resistor knob can some times result in a fail-stop alarm, rather than a tubing set misloaded alert as expected. This issue was resolved in a sw update to version 5.9.1 on recall# z-1484-2024 fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.